Event description:
It was reported that during a surgical procedure at the user facility, when the package was opened, a hair was discovered on the spatula. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.